Event description:
A patient with right single ventricle defect underwent fontan operation and then valve implant with a carbomedics mitral heart valve . Eight years later, reoperation was required due to leaflet immobility. Thrombus flowed into the orifice and was trapped on the pivot area resulting in leaflet stuck with closing position. A large thrombus was visually confirmed. After removing thrombosis in the atrium, a new valve (ats mechanical valve 23mm) was implanted instead.